Manufacturer narrative:
(B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 3 of 3 for the same event. It was reported from (B)(6) that during an unspecified surgical procedure, it was observed that three small battery drive devices stopped working. According to the reporter, the battery devices were changed, however the devices still did not work. There was a fifteen minute delay to the surgical procedure. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
During subsequent follow-up with the customer additional information was obtained. The reported stated that the event occurred during a pediatric orthopedic corrective osteotomy surgical procedure. The reporter stated the procedure was eventually completed. The reporter stated that the patient was undergoing long term treatment which will continue throughout their childhood but was not linked in any way to the failure of the drills. The reporter stated that spare devices were available for use, and the battery chargers were in full working order. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device had no function due to the defective motor from strong wear. It was further determined that the brushes were damaged. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to excessive wear. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.